Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent primary tha (B)(6) 2013 and subsequent revision surgery on (B)(6) 2015 for iliopsoas tendinitis symptomology. Corrosion in cup screw, acetabular cup found to be loose. All components revised except femur.